Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA, stating that the device was overheating during surgery. It is known that the event occurred during surgery. It is known that there was no patient or user injury, surgical delay or medical intervention reported to this occurrence. No add'l info available.